Event description:
It was reported by the sales rep that through routine troubleshooting it was determined the handpiece has a loose acoustic mount and a hissing sound is heard while activating with test tip. The impedance reads 75 ohms on maximum power. The device is being returned for analysis.

Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 7. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the analysis results found that the crc/eeprom data was invalid rendering the hand piece non-functional.